Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A search of the complaint handling database confirmed there have been no similar reports for the reported part/lot combination. A review of the device history record revealed no related issues during the manufacturing process. The user facility reported similar events from the same product code/lot number combination. See mdrs 3013394970-2017-00214 and 3013394970-2017-00215. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they difficulties with the involved angio-seal device. The following information was provided by the user facility: at the end of a neurological angiogram the doctor was unable to get the first 6fr angio-seal unit to work properly. A second device was opened and the same issue occurred. A third was then opened, and the same issue occurred. They were unable to get the sheath and angio-seal to click together. They did not hear the click and it did not click together. They opened a fourth angio-seal with a different lot number, they used that angio-seal to close the arteriotomy. The female patient was fine and had no post procedure problems.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the codes. The codes were unable to be selected when follow up no. 2 report was submitted, the codes are now available and have been selected.

Manufacturer narrative:
Patient weight was reported as (B)(6) kg. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.